Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to noise and oversensing. X-rays were performed which showed a potential connection issue with the electrode. It was decided to turn the therapy off and keep the patient hospitalized during troubleshooting. At this time, this system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.